Event description:
It was reported that during target saccular aneurysm at left internal carotid artery-communicating procedure, the distal end of the subject flow diverter stent did not open completely, this persisted after angioplasty and so an additional stent was placed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description states "distal end of the stent did not open completely, this persisted after angioplasty and so a stent was placed." Surgical delay of 30 minutes was reported. While it was reported that "parent artery stenosis 0-25% at baseline", it is most likely that tortuous anatomy may have contributed to the reported event, but as the device was not returned this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event: ¿stent failed/unable to open¿.

Event description:
It was reported that during target saccular aneurysm at left internal carotid artery-communicating procedure, the distal end of the subject flow diverter stent did not open completely, this persisted after angioplasty and so an additional stent was placed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.